Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced change sensor alarm. Customer's blood glucose reading was 43 mg/dl when it was actually 237 mg/dl. The customer stated that the pump went into threshold suspend. The sensor gave 2 calibration not accepted alarms. The product will be returned for analysis.